Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized due to a heart rate of 20 beats per minute. The patient was pacemaker dependent. Upon interrogation of the device it was determined that the pace impedance measurements were greater than 2,000 ohms along with loss of capture. Subsequently, the patient underwent a revision procedure. A new right ventricular (rv) lead was added and the chronic lead was capped. There were no visual observations of a lead anomaly noted under x-ray. No further complications were reported upon completion of the revision procedure.